Event description:
Per information provided: (B)(6) 2013 - patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with implant of 3dmax (device 1 and 2). Per op notes, ¿on the right inguinal region, a large direct hernia sac was noted and separated from cord structures and dissected free. The sac was extracted and removed. A 3dmax (device 1) was placed in the peritoneal space and sutured. On the left inguinal region, a direct hernia sac was noted and excised. A 3dmax (device 2) was placed in the peritoneal space and sutured.¿ (B)(6) 2013 - patient was diagnosed with small bowel obstruction and abdominal pain thereby underwent open repair. Per op notes, ¿the peritoneum was opened. A moderate amount of free fluid was drained. Small bowel was extracted. A loop of small bowel had herniated through a small defect in the peritoneum and was adherent to the prior mesh (device 1 and 2) used for the prior hernia repair. The small bowel was freed from the meshes and reduced back into peritoneal cavity. The peritoneal defect was closed sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2013) is considered to be a best estimate. This MDR represents the 3dmax (device 2). An additional supplemental emdr was submitted to represent the 3dmax (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.